Manufacturer narrative:
The investigation into the reported sterile sleeve damage was completed. The device was not returned for evaluation. Based on the available information the root cause of the sterile sleeve damage was determined to be most likely due to excessive force from repositioning the pump multiple times. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 39-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed a tear in the sterile sleeve on the 18th day of support. Of note, the sterile sleeve was reported to have been torn after multiple pump repositions. There was no reported harm to the patient.